Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error message appeared occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. . The event can be inspected by following the instruction manual operation manual: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the deflectable videoscope had a scope communication error/no endoscopic images were displayed. The issue occurred during preparation for use. An unspecified therapeutic procedure followed and was completed using a different set of equipment that wasn't specified by the customer. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.